Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that sensor was alerting to calibrate before the time set to calibrate. Customer declined troubleshooting and would monitor issue. Customer also reported that blood glucose was 450 mg/dl due to air bubbles.